Event description:
Dr. Reported that two abutments broke in function. Patient is reportedly fine.

Manufacturer narrative:
No osbervable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject product could not be completed since the lot number was unavailable from the doctor's office.